Event description:
The customer contacted stryker to report that their device was not charging to provide defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The investigation determined the therapy pcba was faulty. The therapy pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Stryker evaluated the device and was able to duplicate and verify the reported issue. The customer has been provided with a repair proposal. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not charging to provide defibrillation. There was no patient involvement reported with the event.